Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: the device code was corrected to high impedance. X-rays revealed that the leads did not migrate.

Manufacturer narrative:
Correction: patient weight was mistakenly omitted and reported as unknown in previous reporting. It is being provided here.

Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2023 and the lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-14069. It was reported that x-ray imaging revealed that one of the patient's leads migrated. As a result, surgical intervention may occur to explant and replace the leads. It is unknown which lead migrated, so both are being reported.